Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged in a patient that is pacer dependent, causing inhibition of pacing and a bit of torsades. The patient was reported to be in stable condition. The lead was repositioned successfully.